Event description:
It was reported that an asymptomatic patient presented in clinic for follow up, post-sensed t-wave oversensing was detected on the ventricular lead. The patient received inappropriate atp. Oversensing was noted on stored egm. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of oversensing was confirmed via review of stored electrograms. The device was tested on the bench and using automated test equipment and was found to be normal. The caused of the reported field event could not be determined.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.